Manufacturer narrative:
An event of a 29mm portico tavi valve being implanted too deep was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2022, a 29mm portico, tavi valve was selected for implant. During the procedure, the valve was implanted too deep in the ventricle and caused an ioa (aortic insufficiency). A valve in valve was performed and another 29mm portico, tavi valve was successfully implanted. There were no issues noted during valve deployment. The portico valve was snared as the patient was considered high risk. The patient's annular dimensions were 84.9 (perimeter) and 26.6 (derived) and acute aortic angle of 53 degrees. There was moderate calcification to allow anchoring for the valve and the implant depth was 7mm in the outflow tract. The patient remained stable throughout the procedure. Operative notes and echo images were requested but cannot be obtained.